Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion due to atrial perforation. Draining and surgical repositioning was performed. This ra lead remains in service. No additional adverse patient effects were reported.